Event description:
The patient's wife reported that the tubings of the patient's insulin infusion sets are occluding. She states that the tubings are occluding after only one day of use. She states that the patient changes the tubing and has changed out the insulin cartridge, piston rod, batteries, and infusion head sets. She says that everything works fine for a few hours and then he will get another occlusion message. She states that she knows that it is the tubing that is occluding. Troubleshooting did not find any issues with the product. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.